Event description:
Embolization of a dural fistula. During onyx injection, it was reported that the onyx had ruptured through the marathon after injection was halted for no more than two minutes and the system was removed from the patient. The onyx was contained within the neuropath. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00020.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 80cm from the distal tip. The catheter appears to have been ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter or an undetected kink, resulting in pressures exceeding the limits of the catheter. Catheter rupture. (B)(4).